Event description:
A st. Jude representative/engineer visited the hospital to deliver a letter stating that a group of ICD devices may not respond properly to an external magnet when one is placed over the device due to an incorrect sensitiviy setting when the devices where shipped. The engineer has worked with physician's offices involved to correct the sensitivity settings in already implanted devices. 3 patients were involved from our facility. 5 devices in stock were traded out and will be returned to the manufacturer for correct programming before redistribution.